Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a warehouse found a polairs 5.5 plug driver with a twisted tip during inspection after it was returned from a hospital. The hospital did not provide any patient or surgical impacts with the returned device.

Manufacturer narrative:
Corrections in d4: UDI number, d9, g1: email address, and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Inspection the returned device matches the information in the complaint file and was examined. Visual inspection revealed that the tip was twisted, cracked, and also a small part of the tip was fractured off. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a warehouse found a polairs 5.5 plug driver with a twisted tip during inspection after it was returned from a hospital. The hospital did not provide any patient or surgical impacts with the returned device.